Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device was not cutting near the beginning of use. The physician had taken a small amount of tissue and then the lights started flickering on the display. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.